Manufacturer narrative:
Investigation results: received one speedband superview super 7 device with the irrigation catheter and velcro strap for analysis. The ligator head was not returned. Visual examination of the trip wire was found bent in several locations, was partially rolled in the handle, and was secured in the handle assembly slot upon receipt for evaluation. It was noted that the crimp was present on the trip wire. It was noticed that the suture was broken and attached to the trip wire loop while the other section of the suture was not returned. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt.  No issue was noted with the handle assembly. Based on the evaluation of the returned device there isn't enough information to determine a probable root cause.  A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopical therapy procedure. According to the complainant, the bands were stuck together and would not deploy. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on march 6, 2017 . Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-00474 addresses the first speedband superview super 7 device and manufacturer report # 3005099803-2017-00809 addresses the second speedband superview super 7 device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during the procedure. It was reported that the same issue occurred with the second speedband superview super 7 device.

Manufacturer narrative:
Reported event of bands failed to deploy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopical therapy procedure. According to the complainant, the bands were stuck together and would not deploy. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.